Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture post deployment of the xt valve cannot be determined. However, it was reported that the patient¿s aortic annulus diameter measured 20.6mm, which is smaller than the recommended diameter for a 26mm sapien xt valve. The annulus injury may have been caused by a piece of calcium being pushed against the annulus during the deployment of the xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, an annular rupture occurred post deployment of the 26mm sapien xt valve. Manual compression was performed via median sternotomy. Post balloon aortic valvuloplasty (bav), the heart team and proctor decided to deploy a 26mm sapien xt valve with 2 ml less than nominal volume. The xt valve was placed 50:50 aortic/ventricular (a/v), but landed in an unplanned 30:70 a/v position. Post deployment, significant pericardial effusion was noted. Blood pressure (bp) shortly decreased to 30's mmhg and hypotension persisted thereafter. Following blood transfusion and chest compression, a median sternotomy was immediately performed. Massive bleeding was noted when the chest was opened. Cardiopulmonary bypass (cpb) was introduced. Hypotension persisted for seven minutes before cpb. As the definite bleeding site could not be determined, the whole heart was compressed by hands for hemostasis. The surgeon and proctor discussed and chose conservative treatment over aortic root replacement. During attempt to switch from cpb to percutaneous cardiopulmonary support (pcps), further blood transfusion was performed due to worsened hemodynamics. Since the pcps return cannula trapped in the hepatic vein, the patient was weaned from cpb without pcps. Although bleeding had been stopped transiently, massive bleeding with hemodynamic collapse reoccurred after cpb weaning. Hemostasis was eventually achieved with manual compression, protamine administration, and strict bp control. A drain was placed. The patient was transferred to ICU without chest being closed. A total of 100-unit blood transfusion was given. After procedure, it was confirmed that the intraoperative cine video captured a contrast leak at the left coronary artery side of sinus of valsalva (sov). Per the report, the native annular diameter measured 20.6 mm by tee with mild valve and aortic root calcification. The diameter of sov and sinotubular junction (stj) measured 28.0 mm and 25.0 mm respectively.